Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had very slow needle retraction. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction slow with lot #7237905 regarding item #381823. DHR review was performed on lot number 7237905. The lot number was built on afa line 2 from 30auh17 thru 04sept17. Packaged on packaging line 8 from (pallets 1-12) 03sept17 thru 06sept17 and (pallets 13-15) 11jan18 thru 11jan18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qns were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had very slow needle retraction. There was no report of exposure, serious injury or medical intervention.